Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of a solution administration set which connects to a patient¿s cannula detached from the tubing. This issue was further described as, ¿the end of the giving set that attaches to the cannula was noted to have become detached from the tubing¿. This was observed while preparing the set to administer intravenous glucose prior to connecting the patient for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. H4: device manufactured on may 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Meanwhile, the retention samples were visually inspected and no obvious issue/damage was detected. The retention samples were also gravity tested and leak tested and no leak was observed. The retention samples were conforming as per product specifications and therefore, the reported condition was not verified by evaluation of the retention samples. Should additional relevant information become available, a supplemental report will be submitted.